Event description:
The customer reported receiving an error 4 message with a battery and booklet icon on the display of their freestyle flash blood glucose monitor while inserting a test strip. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product has been requested. A f/u report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.